Event description:
A nurse manager reported a system message was displayed and the vitrectomy cutter stopped towards the end of a vitrectomy with endolaser procedure. The probe and nitrogen tank were exchanged, but the issue remained. The case was completed using a manual technique. There was no impact to the pt. No sample were kept for eval. The initial reported commented that the issue may have been a result of a regulator issue with the first tank of nitrogen.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).